Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix length was within specification.

Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead explant. Prior examination via x-ray imaging on an unknown date of the ra lead revealed dislodgement. No electrical anomalies were reported. The ra lead was explanted and replaced on (B)(6) 2021. No patient consequences were reported.